Event description:
The device was returned for software upgrade when testing found that the device delivered 150 joules of energy instead of the expected 200 joules.

Manufacturer narrative:
The device is an automatic external defibrillator (AED) and the actual device involved was returned by the user. The device was returned for routine maintenance (software update). Testing found the device was delivering less than the selected energy output. The problem was isolated to the defibrillator printed circuit board (pcb) and the board was replaced to correct the problem. Investigation found that the low energy delivery was due to a cracked solder joint on one pin of a surface mount technology transformer on the defibrillator pcb. After repair and updates, the device performed to specifications and was returned to the customer.